Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results from a coaguchek xs meter. The serial number was requested but was not provided. The results from the meter were compared to results from a acl top 500 cts using owren's pt reagent. Of the data provided for 61 patients, only the results for 8 were discrepant. Patient 1 laboratory result was 3.3 inr and the meter result was 4.4 inr. Patient 2 laboratory result was 3.1 inr and the meter result was 4.1 inr. Patient 3 laboratory result was 3.3 inr and the meter result was 4.3 inr. Patient 4 laboratory result was 3.6 inr and the meter result was 4.8 inr. Patient 5 laboratory result was 2.4 inr and the meter result was 3.2 inr. Patient 6 laboratory result was 2.3 inr and the meter result was 3.0 inr. Patient 7 laboratory result was 2.9 inr and the meter result was 3.8 inr. Patient 8 laboratory result was 3.8 inr and the meter result was 5.0 inr. There was no adverse event. The therapeutic range was 2-3 inr. Relevant retention test strips (lot 297788) were tested in comparison with the master lot coaguchek xs pt at roche mannheim. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Retention material complies with the specification.

Manufacturer narrative:
The customer returned the meter and strips for investigation. The returned test strips were measured with the returned meter with a high level control sample. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Returned customer material and retention material comply with the specification. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 297788) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 3.1 - 3.9 inr): qc 1: 3.3 inr, qc 2: 3.4 inr, qc 3: 3.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.